Event description:
It was reported that this device exhibited noise and oversensing on the right ventricular (rv) channel which resulted in approximately 1.5 seconds. The rv sensitivity was reprogrammed from .6 mv to .9 mv. Additionally, the atrial tachycardia response (atr) was increased from 170 bpm to 190 bpm and the maximum tracking rate (mtr) was 150 bpm. The patient was asymptomatic and will continue to be followed. Additional information was received that this device was subsequently replaced due to normal battery depletion and returned for evaluation. No adverse patient effects were reported. This report will be updated when evaluation is complete.